Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with it was reported by customer that the IV lipids found free flowing into patient bed. Upon assessment, tubing not intact at junction. Lure lock intact, tubing dislodged from lure lock endpiece.